Event description:
It was reported the balloon folding tool was inadvertently left on this balloon catheter during a contralateral distal popliteal angioplasty procedure. During removal of the balloon catheter, after successfully dilating the lesion, the folding tool detached from the balloon and migrated into the distal graft. Retrieval of the folding tool was uneventful. The pt's condition is good. This device was destroyed by the user facility. Therefore, no failure analysis will be available. Co's directions for use outline appropriate instructions for preparing the balloon catheter which include: "remove balloon folding tool". Therefore, co believes user error caused this event and do not attribute it to the device.